Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010, and a mesh was implanted. It was reported that the patient underwent a mesh removal x2, repair of urethral mesh erosion, repair of urethovaginal fistula, laparoscopic burch urethropexy, repair of large chronic posterior vaginal wall mesh extrusion and urethrolysis, due to vaginal mesh extrusion x2, posterior vaginal wall extrusion, abdominal pain, vaginal pain, dyspareunia, mesh complication, mixed urinary incontinence, urinary frequency and urgency, urethral obstructive symptoms on (B)(6) 2015. No additional information was provided.